Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was proximal and not stable. The physician fully recaptured and removed the device. A new 20mm wds was then used. The closure device was deployed in the patient and release criteria was checked. Not all release criteria was met, but the physician released the closure device in the laa of the patient. After the release, the closure device shifted proximally. The physician retrieved the closure device and removed it from the patient through a percutaneous approach. A new wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.